Event description:
A nurse reported that the surgeon noted that the system "did not maintain the chamber well during surgery." The case was prolonged, but the impact to the patient was not disclosed. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).